Manufacturer narrative:
The review of the batch record and inspection protocols revealed no deviation. The device was not returned for investigation. From the user the following was concluded: immediately preceding device embolization, echocardiography documented that the right atrium was dilating and the atrial septum was bowing into the left atrium. We surmised that likely, the patient had lost their "pop-off valve" and that because of the degree of tricuspid regurgitation and pulmonic insufficiency, the right atrial pressure must have risen stretching the atrial septum leading to device embolization. A device related cause could not be identified.

Event description:
Device embolization: - patient with complicated cardiac history - asd12 placed; but failed tug test - asd12 replaced by asd16; successful tug test + defect completely closed - device release from pusher as it was positioned perfectly - shortly after release device embolized to la then lv and subsequently to apex of ascending aorta - device removal by means of snare - hemostasis in right groin achieved by means of a perclose device